Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one year following implant of a transcatheter aortic valve, the patient was admitted to the hospital for non-st-elevation myocardial infarction (nstemi). Multiple attempts to access the left coronary artery were unsuccessful. Imaging suggested commissural misalignment of the valve secondary to arch anatomy and the system sitting on the inner curve. As a result, the patient required surgery. The patient's condition was reported as stable.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one year following implant of a transcatheter aortic valve, the patient was admitted to the hospital for non-st-elevation myocardial infarction (nstemi). Multiple attempts to access the left coronary artery were unsuccessful. Imaging suggested commissural misalignment of the valve secondary to arch anatomy and the system sitting on the inner curve. As a result, the patient required surgery. The patient's condition was reported as stable. Additional information was received that per the physician, the contributing patient anatomy factors included a low left coronary artery, small sinuses, and commissural misalignment of the valve. A single coronary artery bypass graft was performed. Per the physician, the cause of the nstemi was the valve leaflet occluding the left main coronary artery.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided from (B)(6) 2024. Aortic valve appears to be trileaflet with minimal calcification, however, av leaflets appear thickened. Annulus perimeter is 67.1 mm with a perimeter derived diameter of 21.3 mm suggesting a 26 mm evolut. Annulus was measured in a phase labeled 250ms, appears to be systolic. The sov diameters and sinus heights are within the recommended ranges. The left common artery take-off is under 10mm, measuring 6.4 mm. Bovine aortic arch anatomy. Aortic root angulation is 52°. Case report provided from (B)(6) 2024. Annulus perimeter is 67.1 mm with a perimeter derived diameter of 21.3 mm suggesting a 26 mm evolut. Annulus was measured in a phase labeled 250ms. The sinus of valsalva (sov) diameters are within the recommended ranges. The non-coronary cusp (ncc) height was less than the recommended height of 15 mm, however the mean height was 16.5 mm which aligns with the evolut sizing matrix. The left common artery take-off is 9.6 mm. Bovine aortic arch anatomy was not noted. Aortic root angulation is 53°. Per the event description above, thirty-one intraprocedural images were provided. A valve check was performed, and the valve appears to be loaded appropriately (image 1). Evidence shows that after the pre bav the device went into the body and in the cusp overlap view the radiopaque marker band is not located in the correct position. Per medtronic best practice, there are three ways to ensure commissure alignment of the biopothesis with the native annulus. The first step is to insert the delivery system in the body with the flush ports at the 3 o¿clock position. Step two confirm or realign to 3 o¿clock prior to crossing the arch. Step three verify radio paque marker band position ¿hat marker¿ is on the outer curve in the lao position before moving the camera angle to the pre-determined cusp overlap position. Evidence shows the radiopaque marker band ¿hat marker¿ is still located on the outer curve in the cusp overlap view. Also when assessing commissure alignment, a ¿c¿ tab on the anterior wall of the lesser curve of the aorta in lao is favourable for commissure alignment. Evidence also shows that the ¿c¿ paddle is not on the anterior wall at full release of the valve. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bio prosthesis may include, but are not limited to coronary occlusion, obstruction, or vessel spasm (including acute coronary closure). It was reported that coronary access was attempted, however images of the attempt were not provided for the review. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h6 to remove fdd a150203 and img g04002 codes applied on the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.